Event description:
Nineteen patients with discrepant calcium results. Initial results were reported. No adverse events reported in association with the incorrect results. All results in mg/dl. Patient 1 initial 7.9, repeated 8.7. Patient 2 initial 8.6, repeated 9.5. Patient 3 initial 8.2, repeated 9.0. Patient 4 initial 8.0, repeated 8.9. Patient 5 initial 7.7, repeated 8.7. Patient 6 initial 8.6, repeated 9.4. Patient 7 initial 8.5, repeated 9.7. Patient 8 initial 8.1, repeated 8.9. Patient 9 initial 7.7, repeated 8.6. Patient 10 initial 8.6, repeated 9.6. Patient 11 initial 7.8, repeated 8.6. Patient 12 initial 8.0, repeated 9.0. Patient 13 initial 7.9, repeated 9.1. Patient 14 initial 7.6, repeated 8.5. Patient 15 initial 8.7, repeated 9.9. Patient 16 initial 9.1, repeated 9.9 patient 17 initial 7.2, repeated 8.0. Patient 18 initial 8.1, repeated 9.1. Patient 19 initial 7.0, repeated 8.0. The field service representative was unable to determine a cause for the discrepancy, however noted he replaced the sample probes and checked the syringes. Performance tests were performed and within specification.